Event description:
The o.r. Coordinator at the user facility reports that an intraocular lens (iol) was damaged in the cartridge of the iol delivery system. There was no pt impact/injury associated with this event.